Event description:
(B)(4). Initial info received from a consumer on 06-aug-2008 with additional info received from consumer on 07-aug-2008: a (B)(6) female received treatment with poly-l-lactic acid (sculptra) (lot number/exp date not specified,) for 2 sessions in (B)(6) 2006, for cosmetic reasons. The injections were preceded by "something to numb the area," (nos) there was no previous use of the product. Treatment with poly-l-lactic acid does not continue. She reported that two years ago, after she received treatment with poly-l-lactic acid, after the initial injection swelling receded, there were no evident results. She stated that now she developed hard "nodule type lumps" at every injection site. The onset of the event was reported as "a year later." She developed two knots at nasolabial folds "palpable but not visible," one knot at bottom right edge of bottom lip "visible and palpable," and the biggest one is at her upper lip on left side: it "turns yellow when she smiles." She stated that you can see it in some lights otherwise you cannot see it or feel it. There have been no treatment measures to date; however, she asked how the nodules could be removed, and also mentioned concerning going to a surgeon for the removal of the nodules. Concomitant medication includes rabeprazole sodium (aciphex), and cetirizine hydrochloride (zyrtec). Medical history includes seasonal allergies. No further medical info reported.

Manufacturer narrative:
Additional implant date: (B)(6) 2006. Additional info for sculptra (lot # and exp date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable. Addendum for internal review of 18-aug-08: on internal review, it is noted that the original report indicated that "after the initial injection swelling receded, there were no evident results." The swelling and no evident results will be captured as events.